Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return

Event description:
It was reported to stryker via swiss medic vk_20221221_52 , that during a surgical procedure, both wings on the mount of the blade broke. The procedure was completed successfully; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported to stryker via (B)(6), that during a surgical procedure, both wings on the mount of the blade broke. The procedure was completed successfully; no adverse consequences or medical intervention were reported.